Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level module generated an audible alarm. The user also reported error messages "not attached" and "disconnected" were displayed. The user checked the sensor mounting on the reservoir, and the alarm was cleared. The device was used to complete the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.